Event description:
It was reported that a smiths medical pump displayed a primary audible alarm. No adverse patient effects were reported.

Event description:
Additional information received via email: no patient incident.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the outside of the pump was covered in dried fluid. Cracked top case front corners, bottom case by l-bracket, right plunger case and battery door. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. Performed power up process, preventative maintenance, occlusion test, and all functional tests which passed.